Event description:
Infusion coordinator reported that many infusions are not ending when they should. Many times there is still volume remaining when the infusion should be completed. This is with primary infusions. Some general examples (no specific pt details known): tysabri 1000 ml bag to go over 1 hour. Nurse programs the infusion at 999 ml/hr, vtbi 1000 mls and when the pump alarms for kvo, there is about 300 mls still left in the bag. Vancomycin in 250 ml bag (15 ml of drug added and 10 ml overfill), when the infusion should be done, there is still fluid remaining in the bag. They end up infusing about a total of 450 mls (when there was only 275 mls). We discussed possible causes of delays in infusions including proper set loading, accounting for bag overfill, proper container height, and backpressure. Pumps are less than a year old. Carefusion nurse emailed tip sheets on proper set loading. Customer will implement recommendations and call back if issues continue. There was no pt harm and no medical intervention was required. Customer stated that no add'l pt or event details are available.

Manufacturer narrative:
(B)(4). All product was requested. The customer stated that product will not be returned because no product was sequestered.